Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, customer experienced a repeated recoverable 32101 fault. Customer attempted to recover and power cycle but the error continued to show up. Technical support engineer (tse) viewed system logs and confirmed the 32101 pointing to axes controller platform (acp) 5. Tse had the customer perform a hard power cycle on the patient side cart (psc) but the error immediately returned. The procedure was aborted to another dv system with no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced axes controller platform (acp) 5 and error cleared. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and found error 32101 was indicating a local fault reaction logic (frl) was impacted because of a high side switch error and confirming that this error did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp was installed, successfully programmed, and tested on the printed circuit assembly (pca) golden system, 10 power cycles were performed with no issue on startup and no errors or failures were triggered. This acp remained on the system for 1 hour idling in normal mode with no issue. Helm control functionality was tested and no error triggered. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.